Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The coating of the insertion tube was partially peeled off. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for the evaluation. According to the evaluation, the reported phenomenon and the following were confirmed. There was leakage from the control section. The coating on the insertion section was peeling off. There were scratches and discoloration at the glip and instrument channel inlet. Connector was discolorated. The leak detection cap was rotated. There were scratches at the eyepiece. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc surmised that this phenomenon attributed to the physical stress or chemical stress, such as use of water-insoluble chemicals if additional information becomes available, this report will be supplemented.